Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and one shock due to atrial fibrillation (af) with rapid ventricular response (rvr). This device remains in service. No adverse patient effects were reported.